Manufacturer narrative:
Follow-up #1: date of submission 05/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. A test cartridge was loaded in the pump. The pump powered up and performed properly. A rewind/load/prime sequence was executed without incidents and no air bubble was observed in the cartridge. The investigation was unable to duplicate the reported air-bubble issue. Unrelated to the reported air bubble issue, the battery compartment was found to have cracked and the threads on the battery cap were stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. Reportedly, the consumer had recurring issue with air bubbles in the cartridge. Review of cartridge usage techniques indicated that the instruction for use was followed. The reporter stated that the patient had a blood glucose reading of 350 mg/dl with no hyperglycemia symptoms reported and felt that the issue was with the pump. The reported blood glucose excursion did not meet the criteria of a serious injury. This complaint is being reported because the alleged air bubble issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.